Manufacturer narrative:
A 3mesio report was provided for evaluation. Calcification was observed in the patient's annulus. The 29 mm edwards commander delivery system was received with a syringe attached to the flush port. The delivery system was locked at default position, 75% fine adjust and no flex in use. The returned device was visually evaluated. The syringe was attached to flush port with 14ml of fluid remaining inside. The balloon burst radial and longitudinal. Due to the nature of the complaint, no functional testing was able to be performed. The complaint was confirmed through visual inspection. The inflation balloon single wall thickness was measured along the edges of the burst location and all measurements taken met the specification. The complaint was confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. No visual abnormalities were observed on the returned sample. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Upon review of the provided imagery, calcification was observed in the annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our field clinical specialist, the balloon ruptured during valve deployment. The balloon was partially inflated when it burst. Bav was performed prior to valve deployment. No additional extra volume was added to the balloon prior to the inflation. The inflation technique was medium. 33cc was used. The burst balloon was retrieved via transfemoral access site. There was no injury to the patient.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our field clinical specialist, the balloon ruptured during valve deployment. The balloon was partially inflated when it burst. Bav was performed prior to valve deployment. No additional extra volume was added to the balloon prior to the inflation. The inflation technique was medium. 33cc was used. The burst balloon was retrieved via transfemoral access site. There was no injury to the patient.